Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the wheelchair to the bed using a passive lift (maxi twin) and the sling clip the resident fell out of the sling and dropped to the floor as one of the clips in the sling broke. The resident involved in the incident is an elderly male and received bruise on the back of the head as a consequence of the event. Then the resident was sent to the hospital for treatment. Ref MFR report 3007420694-2014-00066.